Manufacturer narrative:
This MDR is being filed to comply with the FDA's requirement that each medical device must have its own medwatch number.

Event description:
The patient fell in 2007 and sustained acute and painful l2 and l3 fractures. On the following month, she was treated with both levels with optimesh 1500e devices that were filled with aft. The surgery was unremarkable, but the surgeon reported that the patient never got good pain relief. On 07/12/2007, the patient underwent a revision surgery during which both implants and the bone graft were removed.